Event description:
Information was received indicating that a smiths medical pump alarms for "air in line" every time an administration set was placed on the pump. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. During inspection and testing, the device was found to be alarms for air in line every time placed on a set and failed at air detect test. Further investigation determined that the air detector sensor was inoperable and the root cause of the issue. Therefore, the air detector sensor will be replaced. The problem source of the reported problem is unknown.